Event description:
The customer reported that the ventilator alarmed o2 valve stuck closed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported event. Review of the ventilator's diagnostic log history noted the reported occurrence. Upon detection of an oxygen valve stuck closed, the ventilator will alarm and continue to ventilate using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs. Extended self testing and performance verification testing was completed and tests passed to operating specifications.